Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient was brought into the recovery room post-implant, the patients blood pressure dropped and increased capture threshold was observed. An echocardiogram revealed cardiac perforation and pericardial effusion. A pericardiocentesis was performed and the lead was repositioned successfully. The lead remains implanted.